Manufacturer narrative:
12/16/96 - supplemental report #1 submitted to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a laparoscopic cholecystectomy procedure. The instrument ejected unformed clips into the pt's cavity. The surgeon retrieved the clips without incident and applied another device to complete the procedure.